Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump while priming. Her blood glucose was 500 mg/dl. After the customer had disconnected and reconnected the reservoir and infusion set, insulin could not be manually pushed through with a plunger. The customer did not have another infusion set for testing. She was advised to change the entire set as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.